Event description:
According to the patient: the doctor tried to fire over thicken / extremely hard multiple nodules, but the stapler appeared to break and would not cut. This required them to open the patient and convert to a conventional open thoracic procedure. The patient ended up with a 19cm lesion where they cut him open to perform the open surgery.